Event description:
Upon interrogation, multiple error messages indicated and device presented to be at eri. All troubleshooting attempts were unsuccessful. Device is scheduled for explant at this time. A ram dump was sent to technical services. (B)(4) 2013 - this device was explanted and replaced with another pacemaker on (B)(6) 2013.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device and the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The returned device data were analyzed, particularly the pacemaker dump. The analysis revealed that the battery status "eri" was triggered on (B)(6) 2012 as a result of a depleted battery. Further investigations indicated an unexpected elevated current consumption draining the battery. Based on all available information the root cause for the elevated current consumption was not determinable. However, for a detailed root cause analysis the device return would be essential. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data revealed an elevated current consumption depleting the battery.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. A visual inspection was performed, revealing scratches on the pacemaker housing. These were considered to be normal and expected. No further anomalies were noted. During initial interrogation a warning message was displayed on the programmer screen indicating that the device is in eri mode. Furthermore, the pacemaker's memory content was analyzed documenting an elevated current consumption draining the battery. An output signal was not present as the battery was almost depleted. Therefore, the pacemaker was opened. The visual inspection of the inner assembly showed no anomalies and a battery depletion was confirmed. The electronic module was attached to an external power supply. An interrogation of the device was properly feasible and the anti-bradycardia therapy functions proved to be flawless. The current consumption of the electronic module was found to be normal. Despite of a thorough investigation and several attempts to provoke an elevated current consumption, such as noted during the inspection of the memory content, the elevated current consumption was not reproducible. During further analysis the battery was sent to the manufacturer for a detailed analysis. A visual and electrical analysis confirmed a depleted battery. Further investigations, in particular a destructive analysis of the battery did not show any anomalies. The analysis revealed a completely depleted but not a defective battery. In summary, the analysis revealed that the clinical observation resulted from an elevated current consumption draining the battery. Using an external power supply, the electronic module proved to be fully functional. The analysis of the battery revealed no anomalies. Despite an extensive and time consuming analysis, no conclusion can be drawn regarding the elevated current consumption. The manufacturing records associated to this device document a flawless device production; in particular the current consumption was normal. It is therefore assumed, that the elevated current consumption occurred after the device shipment, however the date of occurrence was not determinable. It cannot be excluded totally that external influences such as strong electromagnetic fields might have contributed to the clinical observation.